Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her infusion set's tubing kept coming apart at the quick release and she noticed it while going to the bathroom. The site location was her abdomen and the pump was located on the opposite hip. The infusion had been used for two days and they were stored in a cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.

Event description:
On 12-oct-2020: follow up information was submitted to update health effect - clinical code and result of complaint investigation of the returned used device (1 set) showed that the click-legs had defects making it impossible to use the infusion set. Based on the result: medical device problem code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her infusion set's tubing kept coming apart at the quick release and she noticed it while going to the bathroom. The site location was her abdomen and the pump was located on the opposite hip. The infusion had been used for two days and they were stored in a cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.